Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred while the customer sleeping; customer was unaware that insulin delivery had been suspended. Customer's blood glucose was 1396 mg/dl with ketones and vomiting. Customer was admitted to the hospital, was removed from the pump, and was treated intravenously with saline and insulin. Customer was released 10 days later with the issue resolved and no permanent damage. Tandem technical support confirmed with the contact that pump history showed occlusion alarms enunciated as intended.